Manufacturer narrative:
The reported field event of possible battery depletion was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found.

Event description:
It was reported that during preparation to implant a device, it was noted that the device was quarantined due to a possible suspicion of premature battery depletion. The device was not implanted. No patient was involved.